Manufacturer narrative:
D3: mfg establishment name updated. D9: device received on 2/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and it was found that the motor gear was stuck. The customer's problem was replicated. The gears were cleaned to fix the issue.

Event description:
It was reported that the device displayed error code 41622, unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.